Event description:
Pt reports hypoglycemia (12 mg/dl) that was treated by emergency personnel at home.

Manufacturer narrative:
According to the pt, she delivered too much insulin for her evening meal and experienced hypoglycemia at 5 am the following morning. The pt continued to wear the pump for over 24 hours without incident. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.